Manufacturer narrative:
A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon revised a left mako cup/liner and hea due to patient pain. The surgeon converted to stryker cup with mdm.

Manufacturer narrative:
An event regarding pain & revision involving an mako liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The surgeon revised a left mako cup/liner and hea due to patient pain. The surgeon converted to stryker cup with mdm.